Event description:
A medtronic representative reported, the software froze in the framelink application on the planning station during a surgery; also confirmed that the imaging protocol was followed for all exams that were used in the surgery. The system froze while trying to merge 3 mr exams and 1 CT exam. They re-booted the system and were able to proceed with the surgery using the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
The medtronic rep reported that the surgery was prolonged 4.5 hours due to the planning time. The hospital has successfully merged exams since this issue occurred. As the medtronic rep has cleaned up the exam folder by deleting exams, and installed and upgraded the framelink software. No impact on pt outcome reported.